Event description:
It was reported that, "patient was diagnosed with an infection in 2008, and an incision was made to drain the wound at the medical center. A culture was obtained and no growth was reported."

Manufacturer narrative:
Neither the device nor additional information is available at this time. Additional information, has been requested and if received, will be provided on a supplemental report.